Event description:
We received an allegation of questionable positive or borderline results for 7 patient samples tested for elecsys hbsag ii (hbsag ii). On (B)(6) 2025, patient 1 initial result was 0.95 coi (borderline). The sample was repeated twice, with results of 0.557 coi (negative) and 0.619 coi (negative). On (b)6) 2026 patient 2 initial result was 1.20 coi (positive). The sample was repeated twice, with results of 0.62 coi (negative) and 0.51 coi (negative). On (B)(6) 2026, patient 3 initial result was 1.07 coi (positive). The sample was repeated twice, with results of 0.38 coi (negative) and 0.35 coi (negative). On (B)(6) 2026, patient 4 initial result was 0.94 coi (borderline). The sample was repeated twice with results of 0.51 coi (negative) and 0.51 coi (negative). On (B)(6) 2026 patient 5 initial result was 1.20 coi (positive). The sample was repeated 3 times with results of 0.472 coi (negative), 0.447 coi (negative), and 0.45 coi (negative). On (B)(6) 2026, patient 6 initial result was 1.75 coi (positive). The sample was repeated twice, with results of 0.40 coi (negative) and 0.39 coi (negative). On (B)(6) 2026 patient 7 initial result was 1.06 coi (positive). The repeat result was 0.45 coi (negative). No questionable results were reported outside of the laboratory. The customer follows product labeling for samples with initial positive or borderline results: "all initially reactive or borderline samples should be retested in duplicate using the elecsys hbsag ii assay."

Manufacturer narrative:
The e801 module serial number was (B)(6). Calibration and qc were acceptable. The investigation determined the event was consistent with pre-analytical handling issues. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings. The elecsys hbsagii assay performs within specification. The investigation did not identify a product problem.